Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In january 2009, the patient had essure inserted. On 21-jul-2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy in implant date: (B)(6) 2009 and (B)(6) 2009, (B)(6) 2009. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: pif received. Lawyer reporter, product stop date, removal details, action taken with drug updated. Event: injury nos updated to medical device removal, case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy in implant date: (B)(6) 2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the outer coil of the right sided essure device fractured twice, during retrieval of the entire device"). In a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3 and multigravida. Concurrent conditions were listed as dysmenorrhea and pelvic pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered, device breakage to be related to essure administration. The reporter commented: discrepancy in implant date: (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram]: on (B)(6) 2009, findings: contrast was then instilled, demonstrating a normal-appearing endometrial cavity and bilateral occluded fallopian tubes. The micro-insert relationship to the uterine cavity within limits of normal. Impression: bilateral occluded fallopian tubes status post essure micro insert placement/procedure. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023, medical record received: event: medical device removal is replaced with device breakage. Reporter, concomitant conditions, medical history & lab data added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the outer coil of the right sided essure device fractured twice during retrieval of the entire device") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3 and multigravida. Concurrent conditions were listed as dysmenorrhea and pelvic pain. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy in implant date: (B)(6) 2009 and (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: findings: contrast was then instilled, demonstrating a normal-appearing endometrial cavity and bilateral occluded fallopian tubes. The micro-insert relationship to the uterine cavity within limits of normal. Impression: bilateral occluded fallopian tubes status post essure micro insert placement/procedure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.